Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery.

Event description:
--

Event description:
Boston scientific received information that this device went into safety core during cardiac surgery. Tachy therapy had been programmed off pre operatively and pacing was left on as the patient was pacemaker dependent. Intraoperatively the patient received multiple shocks. Presumably, this was at the time the surgeon applied extensive electrocautery to the sternum. Technical services (ts) discussed magnet use during surgery and that tachy therapy can be programmed off while in safety core. The representative confirmed that tachy therapy could be programmed off. The representative wanted to discuss how safety core operates. Ts discussed that the chosen safety core settings are the minimum needed to preserve therapy if the memory is corrupted. A fault code was displayed but technical services (ts) did not have details to what this particular code meant. The representative wondered whether or not an improperly grounded cautery system could short out a device. Ts reviewed with an engineer and discussed that this is not likely with a bipolar system. Ts explained that device analysis will confirm the cause of safety core. The representative will discuss this with the physician. The device was explanted and will be returned for analysis.

Manufacturer narrative:
There is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.